Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose was 42 mg/dl. Customer treated their blood glucose with food. The customer also attributed their low blood glucose to the physical nature of their job. The customer also reported a lost sensor alert, change sensor alert and calibration error alert with the sensor. Customer also reported having a sensor glucose of 40 mg/dl when their blood glucose was 121 mg/dl. The customer declined to return the insulin pump for analysis.